Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited telemetry radiofrequency rf anomaly. The device did not work with two different remote transmitters; there was difficulty in pairing the units. No intervention or additional information was provided.